Event description:
This report summarizes 17 malfunction events, where it was reported that the cot falsely engages into the fastener or the fowler is stuck in a raised position or the cot height cannot be adjusted. There was 1 instance with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
1 device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 13 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 4 devices are pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 17 malfunction events, where it was reported that the cot falsely engages into the fastener or the fowler is stuck in a raised position or the cot height cannot be adjusted. There was 1 instance with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. 3 devices are still pending evaluation. H3 other text : see h10.

Event description:
This report summarizes 17 malfunction events, where it was reported that the cot falsely engages into the fastener or the fowler is stuck in a raised position or the cot height cannot be adjusted. There was 1 instance with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 17 malfunction events, where it was reported that the cot falsely engages into the fastener or the fowler is stuck in a raised position or the cot height cannot be adjusted. There was 1 instance with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
1 device that was pending evaluation had the issue confirmed via analysis of data provided by the user facility. The device was repaired on site and returned to service. 2 devices are still pending evaluation.